Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information source: phone.

Event description:
Customer reporting 2 false positive sars results. Customer states the results were confirmed negative by pcr and with another brand otc antigen test. Report 2 of 2.